Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinking during insertion. Though catheter insertion was successfully completed with the kinked swg, the kink issue made it difficult to perform the procedure.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and lidstock. The guide wire contained signs of use in the form of biological material. The guide wire contained one bend near the distal j-tip. The guide wire contained one kink 665 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The reported complaint of guide wire kinking was confirmed by complaint investigation. The guide wire contained one bend near the distal j-tip. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) kinking during insertion. Though catheter insertion was successfully completed with the kinked swg, the kink issue made it difficult to perform the procedure.